Event description:
It was reported that the unit would not lower from the head end. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Unit was evaluated by the customer.